Event description:
We received a notification via abiomed¿s long-term outcome and quality indicator impella registry regarding a patient that endured worsening of acute renal failure with a "possible" relationship to the impella device used: ¿acute kidney injury: creatinine of 3.93-3.97 - 3.19 - 2.96-2.59- 2.32-2.1-1.55 - 1.40 - 1.25- 1.19 - 1.2 - 1.5 - 1.4 - 1.36 - 1.29 - 1.23-1.17-1.42 - 1.64. Likely cardiorenal the setting of cardiogenic shock. Discussed with and consulted nephrology. Monitored urine output and kidney function closely. Avoided nephrotoxic agents. Uo improving. Continued po torsemide. Losartan held. S/p renal bx on (B)(6) 2023 which showed fsgs - no need for further specific rx. Creatinine stabilized around 1.7 on (B)(6) 2024 prior to discharge.¿ additionally, we received a notification via abiomed¿s long-term outcome and quality indicator impella registry regarding a patient that endured recurrent non-sustained ventricular tachycardia with a possible relationship to the impella device used: ¿patient had non-sustained vtach after cough. Impella repositioned twice on (B)(6) 2023. Amiodarone given. Multiple episodes: (B)(6) 2023.¿ the patient recovered with no sequelae.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿arrhythmia, atrial fibrillation, bleeding, cardiac tamponade, cardiogenic shock, death, device malfunction, hemolysis, hepatic failure, insertion site infection, perforation, phlegmasia cerulea dolens (a severe form of deep venous thrombosis), pulmonary valve insufficiency, respiratory dysfunction, sepsis, thrombocytopenia, thrombotic vascular (non-central nervous system complication, tricuspid valve injury, vascular injury, venous thrombosis, ventricular fibrillation and/or tachycardia.¿ potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The investigation for the reported renal failure and ventricular tachycardia (vt) has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the renal failure and vt could not be determined. The instructions for use referenced in the initial report is for the impella 5.5 with smart assist for use during cardiogenic shock. D4-updated model number.